Manufacturer narrative:
Date sent to the FDA: 12/07/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Following a sling procedure, it was reported that a patient had tape erosion, and required intervention to repair the erosion.